Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly. It looks like the seal positioned sideways and the loader could not advance the delivery tube down to load the seal completely. The seal stuck behind inside the loader when the deployment tube removed. A replacement seal was used to complete the procedure. The hospital did not report any patient complication.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.